Event description:
This case was initially received via regulatory authority ansm (reference number: r1715462) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgery for implants removal"), depression ("depression"), suicide attempt ("suicidal attempt"), basedow's disease ("basedow's disease") and transient ischaemic attack ("transient ischemic attack") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), fatigue ("fatigue"), asthenia ("lack of energy"), myalgia ("muscular pain"), urinary tract infection ("urinary tract infection"), visual impairment ("vision decrease") and hypoacusis ("audition decrease"). In (B)(6) 2016, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced fall ("fall in stairs at work"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with carbimazole (neo-mercazole) and surgery. Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, depression, suicide attempt, transient ischaemic attack, fatigue, asthenia, myalgia, urinary tract infection, visual impairment, hypoacusis and fall outcome was unknown and the basedow's disease had not resolved. The reporter considered asthenia, basedow's disease, depression, fall, fatigue, hypoacusis, medical device removal, myalgia, suicide attempt, transient ischaemic attack, urinary tract infection and visual impairment to be related to essure. The reporter commented: after treatment with neo-mercazole for basedow's disease, the tsh returned to normal but symptoms did not resolved. Since implants removal she had regained her vitality. Diagnostic results (normal ranges are provided in parenthesis if available): thyroid function test - in(B)(6) 2014: basedow's disease diagnosed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-oct-2017 for the following meddra pt: medical device removal: n°739 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.